Manufacturer narrative:
Concomitant medical products: product ID 97755, lot# serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding an external device. The reason for call was rep called in with pt and stated pt's controller had been giving them errors, which were resolved when resetting controller, but they were having to do that more frequently. Pt could not clarify any other screen info, just to call the manufacturer and that the ins wouldn't charge. Pt said they would be charging and all of a sudden would stop and the screen would come up. Pt also said they charged yesterday, but this morning was the same, mentioned still at 50%; rep then said pt didn't realize stim was off, so they thought implant battery would be down more this morning (pt then mentioned they pressed on, but went off again - did not clarify that statement further). Pt said the issue started a couple weeks ago, but the last couple days the screen would come up more frequently. Pt inspected rtm but did not see any damage. Pt said the cord didn't get hot, but sometimes the box on the cord would get a little warm. Pt then started a recharging session and reported recharging excellent (controller 90%, implant 50%). After a few minutes, pt reported system problem rm03. The issue was not resolved. No symptoms or patient complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID 97755, lot#/serial# (B)(6), product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.